Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure while doing bile duct observation and biopsy, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds detached. Additionally, it was unknown if an accessory device was inside the spyscope ds when the working channel sleeve protruded. The procedure was still completed with this device. There were no user injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve did not protrude. However, maximum working channel sleeve protrusion was observed when the large knob was turned in the clockwise direction, confirming the complaint. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total working channel sleeve length and the unbonded length were measured. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal ends of the braid remaining attached to the pebax, appear to show evidence of adhesion. The reported complaint of working channel sleeve material protrusion was confirmed. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. The complaint investigation conclusion code selected for the wcs protrusion issue is manufacturing deficiency, which indicates that problems were traced to the manufacturing process. An investigation is underway to address this issue. A device history record (DHR) review was performed, and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure while doing bile duct observation and biopsy, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds detached. Additionally, it was unknown if an accessory device was inside the spyscope ds when the working channel sleeve protruded. The procedure was still completed with this device. There were no user injury nor patient complications reported as a result of this event.